Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Event date: date estimated. The UDI number is not known as the part and lot number were not provided.

Event description:
This is filed to report after the procedure, the clip detached from one leaflet, mitral regurgitation (mr) increased and tissue damage was noted. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat mitral regurgitation (mr). Once clip was implanted, reducing mr. On unspecified date, the patient presented with shortness of breath and severe mr. On (B)(6) 2022, a control echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and tissue damage had occurred. A procedure is planned for a later date. The patient was not hospitalized. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Additionally, a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. All available information was investigated, and due to the limited information available, a cause for the reported single leaflet device attachment (slda) cannot be determined. The unspecified tissue injury and mitral regurgitation (mr) appear to be due to the slda. Dyspnea was a cascading effect of the mr. Mr, tissue injury and dyspnea are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.